Manufacturer narrative:
(B)(4). The event occurred in (B)(6) 2013. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the sample was returned for evaluation. During the visual inspection, the tubing was noted to be separated from the luer post. A portion of the tubing was found still in the luer post. The cause of the reported condition was determined to be due to excessive pull force. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an intermate had separated, prior to patient therapy. The tubing disconnected at the blue winged luer. The tubing appeared to look as though it was not glued together well, but did not appear broken. The concomitant medical products used with this device were unknown. There was no patient involvement. No additional information is available.